Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. On 12-april-2017, a field service engineer (fse) was dispatched to the customer's facility to address the reported event. The fse found the alignments were off to the end marker and cup transfer to loader. The fse adjusted the end of run sensor to meet the marker. The fse performed several rack reads. The end marker functioned properly after the rack read. The fse found the cup transfer assembly was off in the y axis to loader. The fse adjusted the cup transfer assembly and performed multiple cup transfer tests. All errors cleared and the aia-900 instrument is operational. No further action is required by field service. The most probable cause for error 2161 c. Transfer cup pickup failure was the cup transfer y-axis alignment and the end of run sensor alignment.

Event description:
On (B)(6) 2017, a customer reported error 2161 c. Transfer cup pickup failure on the aia-900 instrument. The customer stated that the end of run sensor was not working. The customer tried to clean the pickup chuck but the error persisted. The customer is unable to run patient samples on alpha fetal protein (afp), bchg reproductive hormone, and estradiol (e2). On (B)(6) 2017, a field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for afp, bchg, and e2. There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.